Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 80-89 mg/dl.